Event description:
I registered my machine at the beginning of the recall. I can't seem to get rid of this cough and I started to notice white floaties in the water. I stopped using the bipap. I have contacted the company numerous times, but still no new machine. I live in (B)(6) and the last time I called them, I was told they did not have a medical provider in my area. My doctor called them last year and still no machine. I am a disabled veteran with asthma and copd. They told my doctor last year that they would send me a new machine and I still don't have one and I stopped using theirs. I would like a new machine and compensation for all my troubles with their product.